Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation cannot be performed; therefore, a failure analysis is not available.

Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was used during an anterior floor repair procedure. During the procedure, the right side capio bullet broke loose and although it remained in the capio receiving grate, the device was determined, by the physician, to be unusable. The device was removed and the physician completed the procedure with another pelvic floor repair kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."